Event description:
Customer reported the workstation power cord has exposed wires. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord connection. System operates as intended.